Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4, product type: crt-d, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia (vt) and pacing impedance vari ation on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.